Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient using the ilet experienced hypoglycemia after eating little at a dinner, resulting in a lowest reported blood glucose of 40 mg/dl for about 20 minutes, without alarms or alerts, and ems provided on-scene treatment with oral glucose gel; blood glucose was subsequently stable and in range, and no hospitalization occurred. Symptoms included clamminess, sweating, and unresponsiveness. Outcomes included medical attention by ems at the scene. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event attributed to hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.